Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was alleged that there were 20 units of insulin remaining than what the pump had recorded. There was no indication that the product caused or contributed to an adverse event. This is being reported due to the potential for an inaccurate remaining insulin reading to cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/18/2016 with the following findings: a review of the pump¿s black box showed no activity related to the event. During investigation, the pump was exercised for 24 hours and the remaining insulin was calculated accurately. The pump was primed until 0 units remained in the cartridge at which point an empty cartridge alarm was given. The cartridge was removed and 0 units were visually confirmed remaining. The pump was found to perform within specifications. The complaint of a remaining insulin issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).